Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/03/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the head restraint wires were cut, thus confirming the customer's reported complaint that the head restraints were damaged. The front enclosure, bottom enclosure and battery compartment were also damaged. The platform was unable to undergo initial functional testing as it exhibited a "system error, out of service, revert to manual CPR" message (error code 139 - unable to hold compression position) upon power on. Further investigation determined that the root cause of the "system error" message was a defective processor pca board. A review of the platform's archive data was performed and found that a system error code 139 occurred on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the processor pca board, top cover (including both head restraints), front enclosure, bottom enclosure and battery compartment. The platform then underwent and passed all final functional testing. In summary, the reported complaint of a "system error, out of service, revert to manual CPR" message was confirmed upon initial functional testing and during platform archive review. The root cause was determined to be a defective processor pca board. The reported complaint of damaged head restraints was confirmed through visual inspection of the returned platform. The root cause of the damaged head restraints may have been due to the user cutting them. After replacement of the processor pca board, the top cover and the other damages noted during visual inspection, the platform underwent and passed all final functional testing.

Event description:
It was reported that the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. Customer also reported that the head restraints were damaged. No adverse patient sequelae was reported. No further information was provided.